Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections. And the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that 10 unspecified bd¿ syringe's needles were leaking during use. The following information was provided by the initial reporter: "attached please find the spreadsheet which contains detailed complaint information data for bd syringe/needles. This report represents all available product information. No additional information is available. Please acknowledge via email receipt of this report at your earliest convenience. Crm intake notes: description of issue: customer reported some of her needles leaked, customer could not elaborate where the leaking was coming from. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. What was your bg reading at the time of this event? Customer declined to provide. If bg between 54-500, no more bg questions needed. Number of occurrences: customer was not sure but apx 10. Item number : 3 ml syringe ¿ 309657. Product lot number: not available. Are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution. Customer declined bd follow up for returning product. No further tandem follow up is required. Note: product category = needle/syringe issue".